Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in a follow-up call on 23-feb-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-2). The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2023 she had gone to the ER. Customer stated she was getting e-2 on her meter and that she was feeling weak and had a headache, so she used her friend's meter (does not know what type of meter her friend is using) and when she tested on her friend's meter, she got a result of 58 mg/dl non-fasting. Customer advised that she went home and was still feeling weak even after eating a protein bar, so she drove herself to the ER. Customer advised that when she went to the ER and they checked her blood sugar, it was 117 mg/dl non-fasting. Customer stated that no treatment was administered and her blood glucose was monitored. Customer advised that she was kept at the hospital for about 3 hours and was released. Upon her release, customer said her blood glucose was 98 mg/dl. During the call, a blood test was performed by the customer and produced e-2 error using true metrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 05/31/2024 and open vial date is(B)(6) 2023. Customer did not provide the lot number of the test strips that she was using prior to seeking medical intervention.

Manufacturer narrative:
Sections with additional information as of 24-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.